Event description:
It was reported that the ilet user¿s blood glucose was 242 mg/dl after the user ran out of insulin and ate before replacing supplies; the event involved user handling rather than a device malfunction, and the relevant component referenced was the cannula. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, but a usage problem was identified consistent with not reverting to alternative therapy once thr ilet stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.